Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did el5ml device get stuck in trocar? No. If device got stuck in trocar, how was device removed? N/a. Did dropped or ejected clip get stuck in trocar? N/a. Was cholangiogram done on procedure? N/a. Was device fired over another hard clip or structure? N/a. The analysis results found that the el5ml device was received in good visual condition with the jaws in good condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. During mechanical testing the jaws were manually assisted and no anomalies were noted. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did el5ml device get stuck in trocar? If device got stuck in trocar, how was device removed? Did dropped or ejected clip get stuck in trocar? Was cholangiogram done on procedure? Was device fired over another hard clip or structure?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was not closing at tip of device. Clips would not form. One got stuck in trocar. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.